Manufacturer narrative:
(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the electrical potentials and location information from the thermocool® smart touch® sf bi-directional navigation catheter displayed normally on the carto and lab screens. It was also reported that cardiac tamponade was confirmed by soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. Sound merge was completed normally. No error messages were displayed. The soundstar was not used in the left atrium. Pericardiocentesis was immediately performed to drain an unspecified amount of fluid from the pericardial space. The patient was then moved to surgery and thoracotomy was performed. Percutaneous cardiopulmonary support was completed, and the patient was responsive. There was no information regarding prolonged hospitalization. The physician commented that the drained blood was venous and also stated that from the consideration of surgery, the adverse event occurred when the coronary sinus (cs) catheter (type not reported) was inserted into the coronary sinus and was pressed too much. There was bleeding from the vicinity. No biosense webster, inc. (Bwi) product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, it is not clear if ablation was ever done during this case, there¿s no confirmation on the timing of the event. Since the physician believed that the tamponade was caused by pressing too much with a cs catheter, this event will be conservatively coded and reported under a generic cs catheter "webster cs catheter with auto ID technology".

Manufacturer narrative:
Additional information was received and it was reported that the patient's condition has improved. The physician's opinion regarding the cause of the adverse event is that it was procedure related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).